Event description:
It was reported that at the new pump implant on the day of report, there was good cerebrospinal fluid (csf) backflow via the distal segment of the catheter as confirmed by a radiopaque dye study that determined that the catheter at that time was in the intrathecal space. It was noted that at the proximal end of the catheter implant, the csf backflow was very slow if at all. The pump would be used to deliver morphine. It was later reported that both catheters had slow csf backflow. It was noted that one of the two catheters was not implanted. It was noted that dye was injected through the catheter by the physician prior to the catheter being connected to the pump. The physician stated that the dye could be seen in the intrathecal space under fluoroscopy.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).